Event description:
It was reported that the patient was not able to adjust stimulation. Display showed "call your doctor" icon. A por (power on reset) condition was noted. The patient noticed the message 2-3 days ago, but she still had urinary relief. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v360228, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the cause of the event was that the implant was at end of service. They tried to check the battery with the clinician programmer and the battery was dead - (B)(6) 2014. They were scheduling the patient in the future for battery replacement.